Event description:
It was reported to technical services that this ra lead has had issues since 2008. It still has some noise present and sensing has changed. Ra impedance today was 280 ohms in unipolar and rv impedance was 730 ohms. Dr may elect to cap ra lead and put in a new one. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).